Manufacturer narrative:
PMA 510k #k210476 cancellation is being submitted as the event no longer meets reporting criteria as per 'FDA guidelines ¿medical device reporting for manufacturers (2016) based on investigation conclusons on 25-jul-23.

Event description:
Cancellation is being submitted as the event no longer meets reporting criteria as per 'FDA guidelines ¿medical device reporting for manufacturers (2016) based on investigation conclusons on 25-jul-23.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This record was initiated in relation to (B)(4) as requested by the manufacturer on (B)(6) 2023. Jil01 updated as per complaint form received on 5/4/23 jil01: the syringe tap connector is deformed. This file will capture the user error noted in below questions 10. If not with the device in question, how was the procedure performed and/or finished? Procedure was finished with device using crooked syringe connector 11. Was the device damaged in packaging prior to removal. The crooked syringe was in the pack prior to removal. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.